Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the angle wires were stretched, a gap of adhesive on the bending section cover, the adhesive part on the bending rubber is worn, the light guide lens was cracked, and damaged or chipped parts due to deterioration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope operating channel is blocked following the use of hemospray during an unknown therapeutic procedure. There were no reports of patient harm associated with this event. Upon inspection and testing of the customer returned device it was discovered that the device was incorrectly reprocessed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.